Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien/kendall healthcare that a customer had a problem with a dialysis catheter. The customer stated after treatment, when she tried to take the line off, it was hard to take off. Eventually, the lure was torn. Therefore, the catheter was taken out and another inserted.